Event description:
It was reported that during an unspecified procedure there was a failure moving the t implant of two (2) fast fix 360. It is unknown if there was a back up device available. No delay was reported and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2 setting with the suture and t1 implant returned outside the channel with the knot fully open, t2 was fractured away and was not returned. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the test specification, implant bridge strength, found a minimum of 10 devices will be tested to ensure accurate representation of the implant population. Implant bridge strength required to break the implant while pulling on the suture loop is specified. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. Based on this investigation, the need for corrective action is not indicated.